Event description:
It was reported that during the implant procedure the lead dislodged during slitting. The physician re-implanted a new lead to finish the operation successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).